Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing low back pain and headache/migraine. It was noted that the lead migrated per fluoroscopic examination. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing low back pain and headache/migraine. It was noted that the lead migrated per fluoroscopic examination. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician stated the patient's migraine and lower back pain were not device related.

Event description:
A report was received that the patient was experiencing low back pain and headache/migrane. It was noted that the lead migrated per fluoroscopic examination. The patient will undergo a revision procedure.